Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue.per the operative report of (B) (6) 2010, they "initially tried to replace this valve with a size 27 to give maximal flow; however, we did this with 2-0 ethibond suture and discontinued bypass and transesophageal echo demonstrated leakage from the valve, which we felt was unacceptable. On re-entry, we felt this valve was too large for this patient and we were unable to get an adequate seal at the annulus." The valve was replaced with a smaller sized valve.

Manufacturer narrative:
(B) (4) = sizing issue.

Event description:
Reportedly a valve of unknown model and size was explanted due to unknown reasons. The device was explanted on (B) (6) 2010 by dr (B) (6). The sales representative is working on obtaining additional information. No additional information was provided. A 04/02/2010 e-mail from sales representative with op report indicates the 6900p, 27mm valve was explanted after a 83 month implant duration due to stenosis. (B) (4). An aortic valve was also explanted.